Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow button had intermittent response. All the other keypad buttons responded properly. The keypad cover was removed for investigation and revealed contamination under the ok, down arrow and up arrow buttons. The slug was missing from the audio bolus button.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons became unresponsive after the patient swam with the pump. It was noted that after changing the battery and rebooting the pump, the patient was unable to advance passed the verify screen. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.